Event description:
It was reported that during a rotational atherectomy treatment procedure removal difficulties were encountered. The lesion being treated was 90% restenosis of a stent placed in the right coronary artery in nov 2003. The physician used a 9fr sheath with an ar1 guide catheter to cross the lesion with rotawire-floppy. The initial 1.75 burr had difficulty crossing the lession and was advanced slowly. Suddenly, the burr jumped forward without fully ablating the lesion, but then could not be removed. The patient experienced st elevations and unstable angina during this event. A snare retrieval was attempted, but would not successfully engage the burr. The burr was finally removed with hard, backward traction. The lesion was then dilated, and a new stent placed with good results and no complications. The patient was asymptomatic with this intervention. The physician does not believe there was any defect in the device. It simply was a very severe hard lesion in which the burr jumped forward without fully ablating and then could not be readily retrieved." Current patient status is listed as 'stable'.